Manufacturer narrative:
The customer retuned the suspected contour meter for evaluation. No test strips were returned. Therefore, the returned meter was tested with the in-house contour test strips using a blood sample, which gave a satisfactory performance. The blood glucose readings obtained during in-house testing were properly stored in the meter's memory.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. This event is related to MDR # 1810909-2020-00590.

Event description:
An advocate called on behalf of the customer to report that their blood glucose readings from (B)(6) 2020 were not stored in the memory of the contour meter. There was no allegation of an adverse event. The advocate was advised to return the device for evaluation. A replacement meter kit was sent to the customer.